Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip detached inside of the patient at 74,277 joules of use and was retrieved. The procedure was completed using a second fiber. Patient outcome: "no harm to patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap and distal part of the glass cap were detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited severe signs of melting at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.